Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery intermittently could not be charged without maneuvering the cable into the charging port. The customer's blood glucose level was around 150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.